Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while navigating in a spine fusion procedure, the surgeon alleged an inaccuracy. The surgeon was using an imaging system, as well as, the navigation system. Noted was that the surgeon was hammering the lumbar probe very hard and it actually caused the reference frame to become loose. This was discovered after a couple of levels were placed with screws. The surgeon revised the left l2 and right l3 because the screw was lateral to the pedicle. The surgeon placed the frame back to where they made a mark, made the revisions and continued the case that way. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
(B)(4). A medtronic representative reported that the part that moved was the frame to clamp connection. The inaccuracy amount was enough that the surgeon needed to replace the screw. The screw was in the pedicle, but breaching the cortex laterally. The amount was estimated at 2-3mm. The instruments were tested and found to be fully function. They have been used since this incident without issue. The surgeon was really pounding on the pedicle probe during this case. The doctor and his pa may have inadvertently bumped the frame by getting the suction wrapped around it. The rep addressed the frame movement issue during the case. This particular surgeon is experienced with navigation, but newer to o-arm imaging. The rep provided instructions on checking the frame more often, not dragging the suction and other lines across the frame or near the surgical area. Also using the sterile pen to draw a line where the initial frame placement was located. Further engineering review found that it was reported that the frame to clamp connection moved while the surgeon was hammering on the pedicle probe. The instructions for use (IFU) that accompanies the device contains the following warning regarding frame movement, "warning: do not bump or re-position the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must re-register."